Event description:
On (B)(6) 2013, the customer reported that at a normal device follow-up appointment this right atrial (ra) lead was noted to have low pacing impedance measurements. Recently they had decreased to less than 200 ohms. Pacing threshold and intrinsic sensing measurements were appropriate and stable. There was no evidence of noise. The technical services consultant discussed continuing to monitor the patient. No adverse patient effects were reported. Additional information was received indicating this lead was surgically abandoned. No adverse patient effects were reported. The lead was actively implanted for approximately 12 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.